Manufacturer narrative:
Date of event: event date is estimated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the caller believed that because the recharger app was saying that the recharger was not found that they were without therapy and the ins was depleted because the caller reports having return of symptoms since then. The caller indicates that they have been peeing all over the floor and so upset that they have been crying. The caller reports leaving detailed voicemails for the manufacturing representatives (rep) beginning on the on (B)(6) 2022 with no return calls. The caller reports leaving 4 detailed messages for one of them total. Checked the micro mytherapy app to check battery status/level. Therapy had been on and the ins battery level showed 70%. Reviewed with the caller that the recharger can charge the ins independent of the app and that the therapy had been on. The caller increased the setting to see if that will help with symptom relief. Reviewed how to change programs, but the caller did not want to try that yet. Patient will maintain stimulation level and will continue to track symptoms, adjusting therapy as needed. Confirmed stimulation in bicycle seat area and comfortable. The patient's relevant medical history included the caller reports getting periodically "zapped" from the recharger and this is even thru the underwear. This began on (B)(6) 2022 and did not feel it prior to any of the recent issues with the recharger. The caller states that it does not come from the prongs, it feels like it comes from the battery inside them and it is felt during the searching for implant step. The caller indicates that the zap affects the whole nervous system on the right side in the butt, thigh and leg. Caller already has fabric in between. Reviewed how to adjust charging speed, caller will try that in the future if needed. Caller's main focus today was just getting the ins charged to 100%. Reviewed with caller that changing settings can have an impact on battery depletion, reviewed where to check ins battery level. Reviewed patient services role and hours.

Manufacturer narrative:
Continuation of d10: product ID rs5200 lot# serial# (B)(6) product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they experienced discomfort/soreness/pinching. The patient also experienced a communication issue while recharging.

Event description:
Additional information was received from the manufacturer representative (rep). They stated that they were with patient in doctors office to discuss the shocking sensation patient was having when initiating a charge on the ins. The patient described a single zap when initiating the charge or opening the recharger app and occurs every time. Patient had tried clothing, covering pins without resolution. We turned off ins and started a charge session with no zaps reported. A work around will be for patient to turn off stimulation prior to a recharge session. Per caller, patient was on a standard bipolar programming. Healthcare provider (hcp) will be asked to assess the pocket for excess fluid, and/or possible pocket revision to resolve the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that fluid builds up at battery site and the health care professional plans to remove the battery from current site and put the batter on the other site(left) on buttocks.

Event description:
Additional information was received from the patient (pt). The patient reported ongoing sensations while recharging and today. Patient connected and was successful to start charging with an excellent connection the patient's ins charge level was 60%. When pt began charging they said: ouch, it always zaps them. Pt confirmed they were charging over a thin layer of clothing, (their panties) but even when they pull a t-shirt down and have their panties and the tshirt they still get zapped, they even got zapped when they tried charging over a fleece sweatshirt layer. Pt said it zaps then stops zapping but sometimes the zap is longer and sometimes it is several times before it stops. Pt said they keep a humid environment because they don't like to get zapped. Pt said they told manufacturer representatives (rep) about it from the very first time, 10 days after surgery they had to recharge. Pt said they have told patient services agents every time they have called about the zapping and no one has done anything about it. The issue was not resolved through troubleshooting. A replacement device was sent. Patient services sent an email to the reps, pt said they have an appointment coming up on the 7th (of march) with one of them. Pt said they have called many times with recharging difficulty and told patient services agents about getting zapped and they were sorry they elected the rechargeable model.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.